Event description:
Information received indicates functions from the left intermediate siderail are intermittent.

Manufacturer narrative:
The technician found signs of fluid ingress on the left siderail ucm board and a cut on the ucm cable. The technician replaced the ucm cable and board to repair the bed.